Manufacturer narrative:
Section b5 updated. Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon further review, agent would like to correct the reason for call. The reason for call was that pt reported that their ins is taking a very long time to charge and also, they feel a burning sensation around the ins when charging it. Also, pt mentioned that dr. Is no longer at their clinic any longer. Agent did not confirm if pt has a new managing hcp. Patient called in reported that they received the replacement recharger but still having the same issues documented previously. Patient added that the screen will show batteries low replace the controller batteries soon message even with the recharger not connected, they've tried resetting the controller but did not resolve the issue. Agent sent a request to repair to replace the controller. Pt called back stating they received the recharger and it was still not working and then pt received the controller and it said software problem: 1-intellis; 2-3.6; 3-243; 4-qrf_port. Instructed pt to reset it. Pt then had to pair the new controller. We determined pt had aa batteries. Instructed pt to insert the battery pack. Pt then got no device found. Reviewed to go through passive recharge mode. Called pt back and pt confirmed they were ablet to normal charging screen. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The controller was not charging and that the battery wouldn't hold a charge for them to charge the ins. Patient stated that they cannot proceed to the home page they get the stimulation, and they were supposed to have an magnetic resonance imaging (MRI) done on friday, but they couldn't get the device to the point where they could get it to the MRI mode because it kept saying 'no device found' and to reposition the recharger. Patient also mentioned that they keep the controller charged all day, but it did absolutely nothing. Agent had the patient remove the battery pack from the controller and connect the controller to the ac power supply; agent then had the caller reinsert the battery pack back into the controller. Patient confirmed seeing the controller light flashing green. Patient said that this had happened before. Patient then stated that the ins will take 5 hours to recharge up to 30-40%. Patient then said that the implant felt like it was on fire when charging the ins and that it burned. Agent understood that the patient was referring to the recharger getting hot. Patient confirmed no visible damage on recharger and controller port. Patient attempted to connect to the implant using the recharger and got the batteries low replace the controller batteries soon message. The issue was not resolved. Agent sent a request to repair department to replace the recharger. Patient also stated that they hadn't had a charge on the ins for probably over 6 months because it wouldn't charge or otherwise it would take them 6 to 7 hours to get a 50% battery level.